Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly; they did not close the blood vessel (cystic artery.) Three new devices were used with the same results. Not one was working in a good way. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the clips fall into the patient? Yes. If yes, were the clips retrieved? Yes. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? Yes, at the moment of firing did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out of the patient. What were the indications for surgery? What was found? Cholecystitis. Does the patient have any relevant history of surgical treatments? If so, what? No one did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results found that devices (a, b and c) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, retained and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch records were reviewed and no anomalies were noted during the manufacturing process.